Manufacturer narrative:
Other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received from a health care provider reported that the implantable neurostimulator was nonfunctioning for 2 years (2014). A loss of therapy was reported, no impedance measurements were taken and the implant was off. It was reported that on (B)(6) 2016, the implantable neurostimulator was removed so that the patient could undergo an MRI of the cervical area. The lead remained implanted.

Event description:
It was reported that there was high impedance¿s greater than 10,000. Electrodes 8-15 were found to be over 10,000 when checked at .70 volts and over 20,000 at 1.5 volts and all over 40,000 at 3.0 volts. The patient was going to consider a revision, explanted, or leaving system ¿as is.¿ the patient was going to contact physician¿s office when he had reached a decision. Troubleshooting included impedance testing and reprogramming. The patient was seen for programming and reported a loss of stimulation to the right lower extremity. The patient denied therapeutic results. The patient¿s status at the time of report was alive with no injury. The patient experienced less than 50 percent therapy relief at the right lower extremity.

Event description:
It was later reported that, as of yet, the patient had not contacted a provider to notify them of any decision.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).